Manufacturer narrative:
Device is not clearance to be sold in the u.s.; however, it qualifies as a same/similar device to piccs (upic[d][t]s-) and cvcs (c-ud[t][q]lm[y]-), which are sold in the u.s. Occupation: sr. Clinical risk advisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the line connected to the yellow hub of a redo double lumen tpn catheter fractured. Consequently, the line began to leak. The event occurred while the patient was at home. Home care covered the leak with clear dressing as a temporary fix. The device was implanted in the patient's right upper chest. No adverse effects to the patient have been reported at this time. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Correction: h6- device code. Investigation - evaluation. It was reported by (B)(6) community hospital that the yellow lumen of a catheter from a redo double lumen tpn catheter set (part number c-tpns-7.0d-65-redo) was fractured and leaking. Home care covered the leak with a clear dressing as a temporary fix. The catheter placement was on the patient's right upper chest. The event was reported to the facility by the patient's mother. A review of the complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspection activities in place to detect this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. Based on the information provided, cook has concluded that this evidence suggests that the device was manufactured to specification and that there is no evidence of nonconforming product existing either in house or in field. Cook also reviewed product labeling. The IFU for the redo double lumen tpn catheter set which includes in the precautions: ¿-silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. The following suggested catheter maintenance is also provided ¿. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause was not able to be established. A previous project was performed to investigate fractures/breaks and leaks on this product line. It was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk device usage. The properties of silicone may result in lower material strength when compared to catheters constructed of other stronger material (e.g. Polyurethane). This lower strength leads to the potential risk of more catheter separations/leakages due to a variety of causes. The benefits of the catheter constructed of silicone include softer feel for greater patient comfort, longer-term biocompatibility, ability to repair outside the body, and is less thrombogenic than polyethylene or pvc. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.